Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific product performance anomaly. This device has not been returned for analysis. No additional adverse patient effects were reported.